Event description:
Same case as 2134265-2008-00815. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated, unk type and size balloon. The physician attempted to place a taxus express2 2.5x8mm drug eluting stent to the 90% stenosed lesion located in the calcified, moderately tortuous, mid left anterior descending (lad) artery, but was unable to cross the lesion. The physician then attempted the "two wires technique", but was still unable to cross the lesion. Upon removal the stent caught on the tip of the guide catheter and the stent strut lifted up. The lesion was then dilated, unk type and size balloon. The physician then attempted to place a taxus express2 2.5x12mm drug eluting stent, but was not able to cross the lesion. After several attempts to cross the lesion, it was noted that the stent edge had lifted up. No pt complications were noted. It is not known how the procedure was completed, however, the pt status post procedure is noted as good.